Manufacturer narrative:
Investigation is currently being conducted; a follow up report will be submitted upon completion.

Event description:
The following information was reported to bsc; "they put the blazer prime xp in and received low impedance readings. They changed cables and checked the pads and pulled the catheter out and found clot at the end and also found that the tip had bent."